Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between (B)(6) 2019 and (B)(6) 2019 both the atrial and the right ventricular pacing impedance were steady around 350 ohm, before both rose abruptly to greater than 3000 ohm in the beginning of (B)(6) 2019, where they stayed till the end of the recording period. The right ventricular shock impedance was recorded steadily at 55 ohm, before it rose abruptly to greater than 3000 ohm in the beginning of (B)(6) 2019, where it stayed till the end of the recording period. In the available iegm episodes, artifacts were visible both in the right ventricular and the farfield channel, as indicated in the complaint. In addition, inadequate ICD chargings were visible. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 97 months, oversensing on the ventricular channel was reported via home monitoring.